Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing but failed functional testing. Upon further investigation, it was determined that the failure was not related to the reported event. An internal and external inspection was performed and found no issues. The pneumatic system was tested with no leaks identified and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Upon conclusion of the investigation, no malfunctions, abnormalities, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was unknown if the pt was performing therapy on the homechoice (hc) at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.